Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: bd received an unsealed 20 gauge nexiva unit from lot 2308968 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and attempted to decouple the device. The device decoupled successfully but there was some resistance felt. Next, the device was microscopically inspected some damage or debris was found in the washer and needle. Finally, the device was dissected and measured to determine if the device was within product specifications. The device was found to be acceptable and within specifications. Therefore, based off the resistance felt when decoupling the device the engineer was able to verify the reported defect. It was determined that the debris or damage observed during inspection was the cause of the resistance felt. However, the engineer was unable to identify the origin of this debris as the device was returned unsealed.

Event description:
It was reported that the bd nexiva single port with maxzero experienced needle disengagement difficulty. This is 2 of 2 events. The following information was provided by the initial reporter: this past weekend, we had another IV, same lot number, do the same thing as described below. They couldn't get the needle inside the nexiva catheter out after placing the device.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port with maxzero experienced needle disengagement difficulty. This is 2 of 2 events. The following information was provided by the initial reporter: this past weekend, we had another IV, same lot number, do the same thing as described below. They couldn't get the needle inside the nexiva catheter out after placing the device.